Manufacturer narrative:
No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in japan. It was reported that the rotaflow console stopped during clinical use. The pump was stopped for approximately two minutes; however, circulation was maintained using the emergency drive unit, and therefore there was no adverse health effect on the patient. According to the ssu (sales and service unit) it appears that an alarm sounded and an error message was displayed, but it was not possible to confirm what type of alarm had occurred. Although it was considered that the issue might be resolved by restarting the unit, the unit was not actually restarted because it was replaced with another rotaflow as a precaution, since the details of the error message could not be confirmed. After the replacement, the system operated without any problems. The rfc was in use for 4 days. On 2026-05-27 the ssu (sales and service unit) provided more information as follows: because cardiac function was compromised, an l-vad was used to provide support. An error message was displayed however, the customer doesn´t remember the exact error message. The rotaflow was running in ac mode. As the pump stopped the on/off switch was in the "on" position. No harm to any person has been reported. Due to the reported pump stop and exchange of the device during use a report is required. Complaint ID. (B)(4). New information has been provided by the ssu (sales and service unit) dated on 2026-06-09 as follows: the hospital stated that the patient developed hypoxia. However, customer indicated that it is unlikely this was caused by the temporary suspension of the rotaflow (which lasted approximately 2¿3 minutes). Apparently, cardiac arrest occurred before the rotaflow was activated, and CPR was performed for about 30 minutes; they believe it is highly likely that the hypoxia resulted from that incident. The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.